Event description:
Patient reported they provided a letter of recommendation. In the letter it stated that an exam of the patient's teeth revealed there still is crowding in the upper and lower arches that is consistent with the position of the teeth displayed in the first 3 stages of the patient's treatment plan. This indicates that the clear aligner treatment has failed. The patient describes not having any symptoms of discomfort in their tmjs until beginning clear aligner therapy with byte. It is the dentist professional opinion that the treatment planned by byte was insufficient and inappropriate to achieve the patient's treatment goals leading to continued malposition of the teeth and new symptoms of temporomandibular joint dysfunction (tmd). It is recommended that the patient cease treatment with byte immediately.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.